Event description:
The following information was reported: the physician deployed the mynxgrip (6f/7f) vascular closure device and when the physician pulled the device out of the vessel he noticed that most of the sealant was sticking to the tip of the white shuttle tube causing a hematoma less than 6 cm in size. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The complete device was not returned. A small piece of sealant was returned with the advancer tube and blood was observed on the outer surface of the sealant. The advancer tube was inspected for damage. No anomalies were observed. The review of the lhr (lot f1417104) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause of the reported event could not be conclusively determined. UDI number: (B)(4).